Event description:
It has been reported to philips that system won't start. Restarted the system did not improve the situation. The system was not in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not starting. The engineer replaced the flexvision pc, hard disk and reinstalled the software. After the replacement of flexvision pc, hard disk and reinstallation of software the device was returned to use in good working order. The codes were updated based on the investigation outcome.